Event description:
The customer reported diminished fiber vaporization at 170,171 joules, during prostate procedure. The case was completed with a second fiber. It was reported that there was no pt injury.

Manufacturer narrative:
The device was returned to the MFR and analyzed. The customer's initial report of a diminished fiber vaporization is not considered a reportable issue. Upon analysis of the returned fiber, the fiber cap was found to have a circumferential fracture of the glass cap, proximal to the fiber/cap fusion zone. The cap was also found to have burnt on detritus and devitrification of the cap output window. The fiber condition would likely result in activation of the systems fiberlife function which will modulate (pulse) the output beam, resulting in reduced tissue vaporization efficiency and or send the system to standby mode. Based on the analysis findings, the circumferential fracture condition may also result in a forward firing condition of the side-firing surgical fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure, resulting in fiber breakage and cap damage. The product labeling warns that tissue contact or tissue probing may cause fiber damage or breakage. Fiber and cap thermal problem.